Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and back pain and menorrhagia ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove essure). Essure was removed in 2014. At the time of the report, the device dislocation and menorrhagia outcome was unknown. The reporter considered device dislocation and menorrhagia to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms company causality comment : incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), type 1 diabetes mellitus ('autoimmune diagnosed : type 1 diabetes') and hyperthyroidism ('hyperthyroid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and back pain, type 1 diabetes mellitus (seriousness criterion medically significant), hyperthyroidism (seriousness criterion medically significant), pelvic pain ("pelvic") and menorrhagia ("excessive menstrual cycles and abnormal symptoms / bleeding: menorrhagia (heavy menstrual bleeding"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove essure). Essure was removed in 2014. At the time of the report, the device dislocation, type 1 diabetes mellitus, hyperthyroidism, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, hyperthyroidism, menorrhagia, pelvic pain and type 1 diabetes mellitus to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms and had received treatment for pain, bleeding and autoimmune . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event were: device dislocation, abdominal pain, back pain and menorrhagia. New events added: pelvic pain, autoimmune diagnosed : type 1 diabetes and hyperthyroidism. Patient demographic updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure (batch no. 882190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenoidectomy and diabetes. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and back pain, type 1 diabetes mellitus ("autoimmune diagnosed : type 1 diabetes"), hyperthyroidism ("hyperthyroid"), pelvic pain ("pelvic") and menorrhagia ("excessive menstrual cycles and abnormal symptoms / bleeding: menorrhagia (heavy menstrual bleeding"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, type 1 diabetes mellitus, hyperthyroidism, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, hyperthyroidism, menorrhagia, pelvic pain and type 1 diabetes mellitus to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms and had received treatment for pain ,bleeding and autoimmune. Most recent follow-up information incorporated above includes: on 4-feb-2021: medical record received- lot number, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure (batch no. 882190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenoidectomy and diabetes. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and back pain, type 1 diabetes mellitus ("autoimmune diagnosed : type 1 diabetes"), hyperthyroidism ("hyperthyroid"), pelvic pain ("pelvic") and menorrhagia ("excessive menstrual cycles and abnormal symptoms / bleeding: menorrhagia (heavy menstrual bleeding"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, type 1 diabetes mellitus, hyperthyroidism, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, hyperthyroidism, menorrhagia, pelvic pain and type 1 diabetes mellitus to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms and had received treatment for pain ,bleeding and autoimmune . Lot number: 882190, manufacturing date: 2011-07, expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure (batch no. 882190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenoidectomy and diabetes. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and back pain, type 1 diabetes mellitus ("autoimmune diagnosed : type 1 diabetes"), hyperthyroidism ("hyperthyroid"), pelvic pain ("pelvic") and heavy menstrual bleeding ("excessive menstrual cycles and abnormal symptoms / bleeding: menorrhagia (heavy menstrual bleeding"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, type 1 diabetes mellitus, hyperthyroidism, pelvic pain and heavy menstrual bleeding outcome was unknown. The reporter considered device dislocation, heavy menstrual bleeding, hyperthyroidism, pelvic pain and type 1 diabetes mellitus to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms and had received treatment for pain ,bleeding and autoimmune . Lot number: 882190 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-may-2021: ticking of final repot box on EU/ca device tab we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.